Event description:
The nurse observed the patient's gown and pillow case was damp with no fluid color. The patient's gown and pillow case were changed. A 30 minutes later, the patient's gown and pillow case were observed to be damp again. The nurse changed the caresite valves she suspected of leaking, as well as the patient's gown and pillow case.